Event description:
It was reported that a spectrum pump failed to recognize a closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "does not recognize closed doors" was not reproduced. A review of the history log revealed as "shut door - power off" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be input/output printed circuit board (I/o pcb). The I/o pcb requires replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.